Manufacturer narrative:
E4xamination of the returned used set revealed no physical defects or damage. Since no catheter was sent, the set was tested with an abbocath-t catheter. The distal end male adapter and optio lock collar were securely attached to the catheter without difficulty. Could not duplicate the reported complaint condition.

Event description:
About two hours after being placed in clinical use on a one-year-old infant, the filterset disconnected from a broviac catheter. Blood loss was minimal and no pt ill effects were sustained. The mother was present when the disconnect occurred and called a nurse who handled the matter immediately.